Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s implantable neurostimulator was not charging or responding and they were concerned the ins would deplete and interrupt their therapy. The patient first noticed the issue when the device showed only 40% battery remaining and did not respond to charging attempts. The patient was advised to contact the patient services team for guidance and was provided with their contact information, as well as recommendations to reach out to their doctor¿s office or local representative for immediate support. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked what the cause of the ins not charging or responding was, they stated that they were not sure. The front screen was blank and dark. They thought it was the battery. They took it apart, then put it back together and then it worked. The steps that were taken were that the agent talked them through on how to get it to work. The patient stated that so far the device is working. They were worried that the stimulator would not work and all pain would be back.